Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 109mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error alarms, low battery alarms, and unexpected battery power loss alarms due to connector resistance issue. Insulin pump received with faded serial number label.